Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the anchor inserter fractured while placing the anchor. An alternative device was utilized to successfully complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date reported initially is incorrect. Product was not implanted. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed the inserter tip has fractured. The product was submitted for sem and material composition analysis. Per the sem report, the fracture was due to bending overload. Ductile overload shear dimples were identified on the fracture surface. It is suspected that the fracture took place due to improper insertion; however, this cannot be definitively concluded. Eds analysis of the fractured surface showed it was consistent with nitinol. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the anchor inserter fractured while placing the anchor. An alternative device was utilized to successfully complete the procedure. Fractured piece was removed.